Manufacturer narrative:
Of the four devices, two lot numbers were provided and lot history reviews were performed. All the four devices were not returned to the manufacturer for evaluation; however, medical records were provided for all malfunctions and medical records included images for one malfunction. For all four malfunctions, the investigation is confirmed for perforation of the inferior vena cava. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use.

Event description:
A review of the reported information indicated that model rf320j vena cava filter allegedly experienced patient device interaction problem. This information was received from various sources. This malfunction involved all four patients with no consequences. Three female and one male patients age were reported ranging from 60 to 75 years. One patient weight was (B)(6) lbs. All other details of the patients were not provided.